Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the atrial lead exhibited intermittent loss of sensing. The lead was reprogrammed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.